Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient went to the ER on (B)(6), because of heart failure. During a follow-up the physician noted that the pacemaker was regularly pacing the ventricle below the programmed basic rate. There was a suspected pace / sense issue, not necessarily related to the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 51 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observations. Based on the characteristics of the damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state due to exposure to constant friction against another implantable device such as a nearby lead. Further investigation revealed a deformed inner coil close to the is-1 connector pin which most likely occurred due to over rotation during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.